Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in describe event or problem, the adhesive was found peeling and forming a gap. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera duodenovideoscope due to the forceps lifting wire being frayed/cut. During the device evaluation, it was discovered that the adhesive part of the lighting lens was peeling off and forming a gap. This report is being submitted to capture the reportable failure of peeling adhesive found during the device evaluation. There was no patient involved when the reportable failure was identified.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, external factors, and handling. Olympus will continue to monitor field performance for this device.